Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the phenomenon was caused by unexpected stress on the head due to user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. A review of the instructions for use describes the following, which may have prevented the issue: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. A shortage in cable was causing an intermittent horizontal streak in the image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a no image issue on a camera head. The issue occurred during preparing to use the device. There was no patient involvement or injuries reported. No additional information has been obtained.